Event description:
It was reported that during a drg trial procedure a lead sheath was broken while the physician was trying to access l4 space. Per update received on medwatch form # mw5107431, the physician was unable to remove the broken piece from the patient. As a result, a new lead was placed at l3. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.